Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: the device was received the upper jaw damaged at the proximal side. The device was connected to the generator and it was recognized. Because the jaw was damaged not all testing was performed with the generator. The condition of the jaws prevented the functionality of the jaw. The device was unable to cycle open and close. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Event description:
It was reported that the jaws of the enseal device closed on mesentery tissue and the I-blade wouldn't advance during a laparoscopic colectomy. The doctor had to manually force the jaws of the instrument apart to remove the device from tissue. A second enseal device was used to complete the case with no consequence to the patient. One device will be returned for analysis by the sales rep.